Event description:
It was reported that after a supply change on an ilet system, the user received an insulin occlusion alert and noted hyperglycemia. The issue persisted until a subsequent supply change with tubing fill updated the cartridge volume and restored insulin delivery. Symptoms included elevated blood glucose. Outcomes included return of blood glucose to range following intervention and troubleshooting. Investigation included technical support guidance and user education on supply change and tubing fill procedures. Investigation of this case revealed an insulin flow interruption consistent with an occlusion that resolved after replacing the infusion set and re-priming the tubing. It was concluded that the event was due to an insulin occlusion with resolution after supply change and proper setup.